Manufacturer narrative:
Manufactures investigation conclusion: the reported event of no external power alarms was confirmed via the log file. The log file spanned approximately 15 hours ((B)(6) 2020 from 07:37 to 22:47 per the timestamp). The timestamp of the no external power event while the device was connected to mobile power unit (mpu) cannot be provided due to a clock reset to (B)(6) 2000 at 00:00:00. A no external power cable disconnect alarm activated on (B)(6) 2020 at 20:45 due to simultaneously disconnecting both power cables. The backup battery was able to provide power to the pump until 21:47 which led to clock reset and pump stops due to depleting the backup battery. The device was connected to a mpu at unknown time. The no external power alarm due to dual power cable disconnect will be investigated under (B)(4). Additional no external power alarms activated at (B)(6) 2000 at 00:00:22 due to rsoc and bus voltages diminishing to ~0v while the device was connected to an mpu. The backup battery was not able to provide power to the pump as it may have been depleted from the previous no external power event leading to pump stops. The battery depletion and pump stops will be investigated under (B)(4). No other notable alarm was observed. No further information was provided. The manufacturer is closing the file on this event. The mobile power unit was not returned for analysis. Per provided information, a root cause of the reported event was determined to be the power cord coming loose from the wall. No further information was provided. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 04jan2019. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method/conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired on 27aug2020. Per information provided, the patient accidently unplugged the equipment and was unable to get it back together. The device operated as expected. The patient was found at home lying in his bed by a family member. Patient was attached to the mobile power unit (mpu) at the time patient was found, which was not plugged into the wall. According to the family member that found the patient; there were alarms prior to the patient passing away, the patient¿s spouse went in to investigate and was told by the patient that patient had everything in control. During the analysis of the log file there was a no external power alarm and it looked like the ebb was run down to where it would not run the pump. No additional information provided. Patient death reported under MFR# 2916596-2020-04424.